Event description:
It was reported by an attorney that the patient underwent gynecological procedures on (B)(6) 2007 and (B)(6) 2008 and mesh was implanted. It was also reported that the patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that she has undergone additional surgeries and revisionary procedures. It was reported the patient experienced recurrent anterior and apical prolapse and the patient underwent sacroscospinous vault suspension utilizing a four wall michigan technique that was performed apically by attaching sutures to the anterior mesh, perineoplasty and cystourethroscopy on (B)(6) 2009. Additionally, on (B)(6) 2011, the patient underwent excision of vaginal foreign body. No additional information was provided.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to stress incontinence, vaginal vault prolapse, enterocele, lateral cystocele,weakening of pubocervical connective tissue, rectocele, stress incontinence and atrophy. It was reported the patient experienced recurrent anterior and apical prolapse s/p prolift. The patient underwent sacroscospinous vault suspension, perineoplasty and cystourethroscopy on (B)(6) 2009. It was reported the patient had excision of vaginal foreign body on (B)(6) 2011. No additional information was provided. A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced urinary tract infection, urgency, overactive bladder, cystocele, urge incontinence, and urinary frequency.